Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was due to constipation. The patient was not hospitalized for the event. On an unreported date, the patient was treated with imipenem injection (dose, route and frequency was not reported) for peritonitis. On an unreported date, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the event. Based on this new information, baxter product is no longer suspect in the cause of this event. Should additional relevant information become available, a supplemental report will be submitted.